Event description:
Field dose tracking coefficient for prescription dose sites, disappear, changing the lantis accumulated dose for that site to zero. Because accumulated dose isn't there, there is a possibility of overtreating the pt.